Manufacturer narrative:
One swan ganz pacing catheter was returned for evaluation. Customer report of pacing issue was confirmed. Continuity testing confirmed a full open condition of the distal circuit. The proximal circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing lead wires. It was observed that the distal lead wire was broken near the distal electrode. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for more than 5 min. Without leakage. No visible damage or defect was observed from the balloon, windings, catheter body and returned syringe. The lot history review was performed for lot number 65651123 (in 670452005) and no other complaint with the same lot number and defect code was evaluated related to this nonconformance for bipolar product models. As per manufacturing process, a verification of the nickel magnet bifilar for delamination and the insertion of the wire into the catheter tube as per the procedure "insert bifilar wire". Also, the procedure "solder and adhere distal electrode" include instructions to perform the soldering of the electrodes. Then, the procedure "bipolar welding proximal" include instructions for the preparation of the proximal filament, a continuity test for the distal and proximal electrodes, and for the wire insertion into the catheter tube. A final continuity test is performed to the electrodes as per the procedure "final inspection for electrode and tip". An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect. Therefore a root cause could not be established.

Event description:
As reported this swan ganz pacing catheter did not pace at all after insertion in patient. When this catheter was replaced the problem was solved. The customer commented since impedance had increased disconnection was suspected. There was no allegation of patient injury. The device will be available for product evaluation.